Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The caller did not known the customer's blood glucose reading at the time of admission. The caller stated that the customer was found unconscious. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller had no further info regarding the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.